Manufacturer narrative:
Pt weight: the patient's weight was not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the wash pump valve and noted cracks in the manifold and replaced it. The fse noted the retention incubator belt was functioning intermittently and replaced the belt index sensor to correct the performance. The fse performed a high sensitivity (hs) system check which failed to meet specifications. The fse rebuilt the wash pump and replaced the dispense probes. The fse then ran a passing high sensitivity system check and passing quality control. In conclusion: the replacement of several hardware components resolved the issue. System parameters recovered within specifications after replacement of these parts.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for two samples from the same patient . The initial results recovered above the assay reference range. The results were released out of the laboratory. There was a change in patient treatment as the patient underwent an angiogram. No further information regarding the patient's treatment was available. The following day, the same patient's samples were reanalyzed two times on the laboratory's alternate access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) and the results recovered within the assay's reference range. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The samples were collected in serum tubes and centrifuged for ten (10) minutes at 3000g (g force) at ambient temperature. No issues with sample integrity were reported by the customer. Calibration, quality control (qc) and system check parameters met assay and system specifications.